Event description:
The event is reported as: the staples did not fasten securely. No pt injury reported.

Manufacturer narrative:
Sample has not been returned to MFR yet. Investigation is incomplete at time of this report. A f/u report will be sent when completed.